Event description:
Customer reported that the twinfix anchor fractured upon insertion. The surgeon did pre-tap prior to attempted insertion. Issue occurred while re-attaching a tendon/ligament within the foot/ankle area. It was reported that a one-hour delay was experienced. All pieces of the device were received therefore, concluding that nothing remains in the patient. Questionnaire confirms that the site was pre-drilled prior to attempted insertion of the anchor. All pieces were removed from the patient. Surgeon drilled around the anchor and used needle-nose pliers to remove the threaded portion of the anchor. The ao-two finger technique was being used as well as axial alignment maintained during insertion. It was also stated that "this is a surgeon who has been using twin-anchors for long period of time and has never had issues before". There was no report of patient injury.